Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the report of "when the patient programmer connected to the ins, the ins rebooted automatically" meant when the patient programmer connected ins, the patient programmer will restart. Troubleshooting did not conduct a professional fault diagnosis. The means taken was to change the battery, for another patient's ins connection, two ways will lead to the programmer automatically restart.

Manufacturer narrative:
Correction: please note the patient¿s weight has been updated at this time. The patient¿s weight of (B)(6) was originally reported with units of jin, not pounds, and has been converted as necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that ¿only the programmer of the patient did not work¿ and that the patient¿s ins had ¿no problems¿ and ¿worked normally.¿ the patient¿s programmer was replaced as a result of the event and it was noted that other patient programmers presented no problems. It was noted the patient¿s ins was implanted in (B)(6) 2017 and it was again restated that there was no patient indication for use ¿because it wouldn¿t work.¿ additional information has been requested to determine what "it" referred to. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins in the patient automatically restarts when the patient connected with the program controller. There were no external contributing factors. The action/intervention taken to resolve this event was ¿experiments on other patient, ipg still restart automatically¿; follow up was done to clarify this information. The issue was not resolved at the time of this event. There was no indication for use, because ¿it wouldn¿t work¿. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the ¿program controller did not work¿ and that when connected with the stimulator, the program controller would always restart automatically. No further event information was reported; no further complications were reported or anticipated.